Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support, who provided pump reset instructions and confirmed that the malfunction code did not recur after the reset, allowing continued use of the pump.